Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to request a bolus, after inputting the blood glucose (bg) value of 171 mg/dl, the "done" button was not highlighted to tap and proceed onto the next screen. Tandem technical support successfully assisted the customer in inputting the desired bg value, pressing done, and exiting the pump's bolus screen. The customer's blood glucose level was 171 mg/dl.